Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that difficult plunger movement occurred with a syringe 10ml reg pr saline fill spkg. The following information was provided by the initial reporter, "customer text: nurses were on IV team and paired for a patient. Each attempted 3 sterile saline flushes with the same result of requiring a lot of pressure to depress the plungers in each of 3 of the flushes. This is the only time they experienced this type of issue with the flush. They each had the same experience with each of the 3 flushes. They were also able to duplicate the issue when not attached to the vascular device they were flushing." 1 of 2 complaints.

Manufacturer narrative:
Investigation: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. A root cause could not be determined and complaint not confirmed. A DHR could not be performed as the lot# is unknown.

Event description:
It was reported that difficult plunger movement occurred with a syringe 10ml reg pr saline fill spkg. The following information was provided by the initial reporter, "customer text: nurses were on IV team and paired for a patient. Each attempted 3 starile saline flushes with the same result of requiring a lot of pressure to depress the plungers in each of 3 of the flushes. This is the only time they experienced this type of issue with the flush. They each had the same experience with each of the 3 flushes. They were also able to duplicate the issue when not attached to the vascular device they were flushing." 1 of 2 complaints.